Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother was reported that they were experiencing high blood glucose level 485 mg/dl. Insulin pump was not properly rewind. Insulin pump received insulin flow block alarm. Customer was using insulin pump within 48 hours of reported event. It was unknown if insulin pump was on auto mode. Customer declined troubleshooting as insulin kept alarming insulin flow block alarm. Device will be returned for analysis.